Event description:
Infusion pump constantly alarming high pressure. High dose inotropes infusion at time. Infusion pump subsequently changed then after a period of a few mins problem re-occurred. Central line checked for kinks etc. Inotropes moved to different lumen. Microclave connectors removed. Following these measures did not resolve issue therefore pressure setting on pump increased to number 9 (maximum) which eventually resolved problem. Pt had to be bolused with adrenaline mini jets during this episode.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined. This is 5 of 5 related incidents following report numbers: 2243072-2013-00003, 2243072-2013-00004, 2243072-2013-00005, 2243072-2013-00006.